Event description:
The event is reported as: the customer reports an improper sealing of the package. The alleged issue was found during incoming inspection. No pt injury/involvement.

Manufacturer narrative:
From the picture it was observed that "improper package sealing". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product et tube, cf, 3.5, lot 01b160064 was manufactured on 02/15/2013. The DHR (device history record) investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed "improper package sealing". The complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.